Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v120757, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Event description:
It was reported the patient was thinking the battery in her hip is dead and would like to know how to find out. She can't control her urine, if she gets up she was going. The patient symptoms started actually the day before reported event date. A few days ago it was not so bad but now they were out of control. The caller reports a loss of therapeutic effect. Stimulation was turned on and on program 2 at 4.0 volts. She has had no falls or traumas. Wanted to change programs and increase stimulation to see if that would help with symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available